Manufacturer narrative:
(B)(4). The device was returned for evaluation and the initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a mis-spike occurred during connection of the transfer set and the y-set by the clean flash. There was patient involvement, but there was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the reported mis-spike and identified damage to the edge of the outside port. Leak testing and clear passage testing were performed with no issues noted. The cause of the event could not be determined. Should additional relevant information become available, a supplemental MDR will be submitted.